Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), product type: lead.

Event description:
A patient reported on (B)(6) 2016 stating that their pain stimulator was removed the same day their pump was implanted, and that it had quit working a long time prior. It was a complete removal of the battery and wires, and the only thing left was a "paddle" that was next to their spinal cord. There were no related patient symptoms reported, and the indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.